Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.00 mm flextome¿ cutting balloon¿ was selected for use. During inflation, the balloon ruptured at 4atm. The device was removed intact and replaced with another of the same device. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination was performed. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified medium that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated on the middle point of the balloon. Microscopic analysis showed that the blades were intact and fully bonded to the balloon surface. The marker bands and tip were also undamaged. No kinks were observed along the shaft of the device. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.00 mm flextome¿ cutting balloon¿ was selected for use. During inflation, the balloon ruptured at 4atm. The device was removed intact and replaced with another of the same device. The procedure was completed and no patient complications were reported.